Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgeries, a pt complains of seeing a temporal dark shadow in his visual field in both eyes. F/u info was provided by the implanting surgeon. The symptoms described were first reported to the surgeon in 2007. The left eye is affected more than the right eye, but symptoms persist for both eyes. There has been no medical or surgical intervention required to date. However, the surgeon indicated he may consider options including a piggyback iol or a lens exchange if the symptoms do not diminish over time. MDR # 1119421-2006-00071 -- od (right eye). MDR # 1119421-2006-00072 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by mail and by fax on 02/04/2007. Phone f/u was conducted on 02/05/2007 and 02/08/2007. A completed questionnaire was rec'd on 02/26/2007.